Event description:
Procedure type: colectomy. According to the reporter: the surgeon had a staple line bleed during the transection of the bowel. He had to use cautery on the tissue to stop the bleeding during his functional end to end anastamosis. The pt also started bleeding from the anastamosis post-operatively. A re-operation to suture the staple line and blood transfusion were performed to stabilize the staple line. The pt is stable and is now home.